Manufacturer narrative:
The customer¿s report of a leak at the top rim of the drip chamber was confirmed. Visual inspection showed no cracks or any other anomalies. Functional testing resulted in fluid flowing freely with no signs of leaking from the drip chamber spike. Pressure testing confirmed leaking where the spike was inserted into the spike adaptor. It was observed that the spike was not fully inserted into the base of the spike adaptor. The infusion was repeated with the spike fully inserted into the spike adaptor; this infusion completed with no further leaks observed. The root cause of the leak is the drip chamber spike not being fully inserted into the mating spike adaptor.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a leak at the top rim of the drip chamber. The rn who noted the leak stated she got some of the chemo on her right index finger. She immediately washed the area with soap and water and did not feel the need to go to employee health at that time. There was no patient harm.